Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) USA, alleging a product usability issue with their one touch verio test strips. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The patient reported that the alleged issue occurred at around 7:30 a.m., on (B)(6) 2025. The patient manages their diabetes with oral medication (metformin, 500 mg in the evening; farxiga, 5 mg daily and, glyburide, 5 mg twice daily). The patient advised that they woke up and ¿accidentally ingested some strips¿, approximately ¿7 to 10¿ test strips as they had confused the test strip vial with a medicine bottle. The patient advised that in response to ingesting the test strips, they attempted to vomit and ate a small piece of bread. The patient reported that they noticed that their ¿phlegm felt different ¿ not normal¿ and described having a ¿metallic and chemical¿ taste. The patient went to the emergency room at around 9 a.m., on (B)(6) 2025, where they received IV fluids, were placed on cardiac monitoring, had some lab samples taken and had a chest x-ray. The patient requested test strip information which the cca provided. This complaint is being reported because the patient reportedly received medical treatment from a healthcare professional after accidentally ingesting onetouch verio test strips.

Manufacturer narrative:
Lifescan conducted a strip lot evaluation and concluded that the complaints associated with this lot do not require escalation and no systemic issue was observed. In addition, a batch record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function.